Event description:
It was reported the patient¿s health care professional wanted to do a surgery to fix the catheter because he did not think that the patient was getting the medication. The pump was being used to deliver an unknown narcotic.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n296228, implanted: (B)(6) 2012, product type: accessory. Product ID: 8591-38, lot# d00186, implanted: (B)(6) 2012, product type: accessory. Product ID: 8590-9, lot# n343400, implanted: (B)(6) 2013, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).